Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-27, information was received from a physician, via a company representative, regarding a patient receiving morphine (drug details asked, but unknown) via an implantable pump. Indications for use included non-malignant pain and lumbar radiculopathy. Medical history and concomitant medications were not reported; no non-reservoir drugs were mentioned. On (B)(6) 2016, the patient experienced withdrawal symptoms and a motor stall was seen on interrogation. The patient had not had a recent magnetic resonance imaging (MRI), but had undergone several treatments of radiation for breast cancer recently. Redirection of the patient to their healthcare provider (hcp) was recommended. On 2016-06-07, additional information from the physician, via the company representative, reported that the patient was to have more rounds of radiation and that the pump had not recovered. The plan was to keep the patient on oral medications until they were done with radiation and then to remove the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump on 2016-07-21 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication. The stall was due to the shaft bearing. As per the pump¿s log, morphine with concentration 10.0 mg/ml was being administered.

Event description:
Additional information was received indicated it was unknown if the motor stall was related to the reported radiation treatment for breast cancer. The patient was diagnosed with breast cancer in 2016 and had been a pump patient for years. The patient¿s breast cancer was not related to the device or therapy. It was noted the device was removed (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.